Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro jaws had a wire come loose and they had to open a new kit. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The hp1 device was returned to the factory for evaluation. Signs of clinical use and evidence of blood were observed. A visual inspection was conducted. Tissue and charred material was observed on the jaws. The heater wire was flexed away from the center of the hot jaw. The wire remained attached at the tip and base of the jaw. Specks of blood were observed on the harvesting handle. No other failures were observed. Based on the condition of the device, the reported failure mode ¿bent wire¿ was confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro jaws had a wire come loose and they had to open a new kit. The hospital did not report any patient effects.